Manufacturer narrative:
U.s. Reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: the investigation of the manufacturing process shows, that the valve passed all necessary test steps prior to its release. No damage was found.

Event description:
Country of complaint: (B)(6). The customer found the connection between valve and catheter was torn.